Event description:
Customer reported she fell due to experiencing low blood glucose and was taken to the hospital. Customer also reported that the insulin pump has damage and she does not recall if it was damaged back then. She stated that the screw piece from the reservoir compartment came off. Blood glucose value was 118 mg/dl. Call dropped and customer could not be contacted back to obtain additional information. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.